Manufacturer narrative:
Follow-up #2 - (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/29/2016 with the following findings: during investigation, the pump powered up with unresponsive ok and up buttons due to moisture damage. All other keys responded properly to user presses. The keypad rubber was intact and undamaged. The keypad cover was removed and there was no contamination or damage found to the keys contacts. The pump¿s cover was removed and there was moisture corrosion found on the printed circuit board on the eeprom and keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.